Event description:
Customer reportedly received result of 85 mg/dl and a 185 mg/dl within 10 minutes on the accu-chek compact system. Controls were run by patient 2 days earlier were out of range; but, when requested to run controls during the phone call, the customer refused. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.